Manufacturer narrative:
(B)(4). Date sent: 06/27/2025 b3: only event year known: 2025 d4: batch #unk additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? No 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All except the manual override was not used. 3. Did the jaws eventually open? Yes 4. Was the firing sequence started but not completed? If yes: I believe it was not completed and they attempted to open. 5. Did the device deliver any staples? Yes, only one reload used 6. If yes, were the staples formed properly? Yes. 7. If yes, was the staple line complete? Yes 8. Did the device cut? Yes 9. If yes, was the cut line complete? Yes 10. If yes, was there any issue with the cut line? ¿yes 11. Was there any difficulty opening the device jaws? Yes investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and with no reload present. The returned device and a test reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 427d11; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ec60a with batch number 410d56, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device would not open when they to open. It was locked out. There was no patient consequence nor surgical delay reported. No additional information provided.